Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 49 days the patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that a chest CT showed a complex gas-containing retrosternal collection with extension through mediastinum concerning for infection. On (B)(6) 2018 sternal and blood cultures obtained revealed fluid collection in anterior chest wound opened and drained the bloody/purulent fluid; cultured, washed with saline, and wound vacuumed applied. Blood culture positive for enterococcus faecalis (aerobic and anaerobic samples) and proteus mirabilis (aerobic sample) wound culture positive enterococcus faecalis. The patient was planned for washout on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
A specific cause for the reported infection could not conclusively be determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.